Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was observed. Customer was instructed to continue using the pump and to contact support if the issue reoccurs, which they acknowledged and understood.